Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2024-07434. It was reported that the patient's t10 leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue.